Event description:
It was reported that the angled optimus cup inserter handle cracked on impacting implant. No pieces generated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : loan set. Angled optimus cup inserter handle cracked on impacting implant. No pieces generated. Tagged as damaged and will be returned. The product was returned to depuy synthes for evaluation. Visual inspection revealed the black radel cracked of the angled acet insertr. Additionally, signs of impactions can be observed on the metal body of device. The shaft assembly was not returned for evaluation. The failure of the radel handle either cracking or breaking is due to impaction forces when the surgeon strikes the handle anvil with a heavy object when positioning the shell. The force is transmitted through the anvil into the radel handle either via the anti-rotation pin or directly into the handle through the anvil. Potential cause can be traced to unintended use error by use of excessive force and overloading the material. The unintended impactions observed generated deformations on the metal body of device. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the angled acet insertr would contribute to the complained device issue.¿ based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H6: component code: appropriate term/code not available (g07002) used to capture no findings available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.